Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the ipg was rejected by the patient's body. It was noted that the patient's ipg site was red, swollen and tender to touch. The patient underwent an explant procedure. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspects medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the ipg was rejected by the patient's body. It was noted that the patient's ipg site was red, swollen and tender to touch. The patient underwent an explant procedure. The patient was doing well postoperatively.